Event description:
It was reported that the symptomatic patient presented with pericardial effusions with the ra and rv leads. Echo revealed pericardial effusion and tamponade. A pericardiocentesis was performed and the symptoms improved. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.